Manufacturer narrative:
The insulin pump history confirmed power loss alarm and replace battery now alert due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit was received with scratched case.

Event description:
The customer reported via phone call that insulin pump had received a low battery alert and replace battery now alarm. The blood glucose at the time of the incident was unknown. The issue was not resolved during troubleshooting. The device was returned for analysis.